Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2016 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim, fading and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed two cracks in the battery compartment. Evaluation also revealed that the display was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.